Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however, nothing that appears excessive of note for the approximately 14.5 years implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot code since release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since 08/2000.

Event description:
The patient was revised because of osteolyse and poly wear.